Manufacturer narrative:
Updated fields: b4,d9, e1(event site address),g3, g6,h2,h3, h6(type of investigation, investigation findings, investigation conclusions),h11. Corrected fields: e1(event site name). It was reported that during use, cardiosave intra aortic balloon pump (iabp) had high-temperature alarm. There was no patient harm. After cleaning the internal dust of the equipment on site, it was run for several hours without any abnormalities. All performance tests of the equipment were passed, and it has been delivered to the user.

Manufacturer narrative:
Due to character limitation, below field are added from e1- event site address- (B)(6). Event site telephone- (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, cardiosave intra-aortic balloon pump (iabp) had high-temperature alarm. There was no patient harm.